Event description:
The customer reports, that the unit has a speaker malfunction error message. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the unit has a speaker malfunction error message. The device was not in use on a patient at the time of event.